Event description:
Customer reports that a patient had an infection caused by suture. No further details were provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.